Manufacturer narrative:
The reported events lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Photo analysis visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. -pain: unable to confirm as it is a medical event not related to the device. Lump/nodule-ndr: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported " pain and lumps in the underarm and, after an ultrasound, diagnosed with ruptured breast implants". Later reported "bilateral axillary nodes, some of benign aspect with central fat infiltration and the majority with artifact in snow storm compatible with siliconomas. Bilateral retropectoral prosthesis, both with complete signs of rupture. Nodules of benign characteristics in right side breast" diagnosed with ultrasound. This relates to the right side. Device has been explanted and replaced with non-allergan brand.

Event description:
Patient reported rupture. This relates to the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported " pain and lumps in the underarm and, after an ultrasound, diagnosed with ruptured breast implants". Later reported "bilateral axillary nodes, some of benign aspect with central fat infiltration and the majority with artifact in snow storm compatible with siliconomas. Bilateral retropectoral prosthesis, both with complete signs of rupture. Nodules of benign characteristics in right side breast" diagnosed with ultrasound. This relates to the right side. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture, pain, lump/nodule-ndr, granuloma, silicone migration and lymphadenopathy was reviewed on june 29, 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Lump/nodule-ndr: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations were carried out.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
This relates to an unknown side.